Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. In the summer of 2012, the patient began to experience symptoms. The patient experienced occasional sharp pain under area of left abdominal wall incision site. The pain worsened with various movements and was only relieved with rest. On (B)(6) 2012, the patient underwent an examination under anesthesia and thin tissue in the vaginal area over mesh was noted, but no exposed mesh. A vaginal flap was created to place the mesh deeper in the tissue. On (B)(6) 2013, a repeat udn was performed and was normal with resolution of stress incontinence. There were no appreciable bladder contractions. Physical therapy is now planned for the patient. The current status of the patient was reported as unchanged.